Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Upon review of the remote transmission, the minimum rate was higher than the average rate at detection for a bradycardia episode. Also noticed was the slowest rate on the electro cardiogram was slower than the minimum rate listed. The patient would continue to be monitored.